Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest abnormal wear. The male/female tapers shows the presence of tribological matter. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases identified other reports against the insert and femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is revision due to osteolysis. Revision took place because the surgeon found the symptom of osteolysis around the femur and acetabulum during a routine medical checkup. During the surgery, the surgeon found possible metallosis caused by mom. Black substances were found in the taper of the head, the stem neck, the sleeve and in the articular capsule.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).